Event description:
During a standard facelift procedure surgeon broke 5 sutures in a row. His impression upon opening the 6th suture was they were "dry" and felt brittle. All of the sutures used in the procedure were discarded. Surgeon used a suture from a new box (same lot) and had no issues. New box of sutures have been used in procedures since complaint event with no incident. No pt injury; surgery was completed as expected. Surgery was delayed 15 mins.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 16 unopened pouches and 1 opened (unused). There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed , there are no units in stock. Tightness test to the closed samples received was been performed and the units are tight. Knot pull tensile strength of the all closed samples received was performed and the results fulfil the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Remarks: as indicated in the instructions for use of the product: " when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: although the results of the closed samples received fulfil the specifications of this product, we take note of this incident in order to assess if new or additional actions are needed. Actions on product: not applicable. Corrective/preventive actions: not applicable.